Event description:
Customer reported that the blood sugar amount did not transfer from the insulin pump to the meter. Customer also reported that the insulin pump's backlight was not functioning properly. Customer inserted a new battery, and the backlight still did not come on. Blood glucose level was 173 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Contour meter does communicate with insulin pump properly. Back light does work properly during programming. No back light anomaly noted. Insulin pump received with minor scratches on lcd window and cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.